Event description:
During insertion of PICC line pt became cyanotic, with complaints of feeling like she was going to pass out and dyspnea. The episode happened very quickly. Initial insertion went smoothly; the catheter advanced easily. The pt had been measured for 18.5" to be inserted. Symptoms occurred immediately when approx 18" had been inserted. The PICC was immediately discontinued. Vital signs and o2 saturations were monitored; pt recovered.